Manufacturer narrative:
The tech found the exposed wiring on the communication cable. He replaced the communication cable to repair the bed.

Event description:
The account alleged the pt is not able to place a nurse call.